Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately delivered energy to the clinician when the shock button was pressed. Complainant did not indicate that there was any adverse effect to the end-user due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included testing of the pacer functionality, defibrillator functionality, and electrical grounding and no fault was found. The customer's report was not duplicated. The device was recertified and returned to the customer. No trend is associated with reports of this type.